Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited noise. The patient had a device upgrade, and the lead was capped and replaced on (B)(6) 2025. Patient status was not reported.

Event description:
New information received notes that the patient presented for a device upgrade procedure and was observed remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing. The patient was in stable condition.